Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised that the manual bolus not being in the history or on care link means it was not delivered. Customer was advised to call when issue occurs and when he gives a manual bolus to watch and see if it counts down for delivery.